Manufacturer narrative:
(B) (4).

Event description:
It was reported that the pump implanted in the patient was alarming. Pump interrogation showed that a motor stall had occurred. The reason for the stall was unk. Repeated attempts to re-program the pump were unsuccessful. The pump was replaced. After the pump was explanted, the pump showed a motor stall recovery and the explanted pump started to function normally again. The pump showed 18 months left of battery life. The medication being delivered via the device system was baclofen.